Event description:
On august 5th, 2025, hcp reported placing pdo threads on (B)(6) 2025. According to the hcp, on (B)(6) 2025, the patient experienced thread migration and protrusion appearing like a vein on the forehead pushing on a nerve with tenderness to touch. The hcp stated that there was a total placement of 5 threads on one side and 4 threads on the other. Medical advice was requested by the hcp. An email was sent to the hcp to gather additional information. A secondary email was sent to the medical director for medical advice. On (B)(6) 2025, medical advice was provided from the medical director which was forwarded to the hcp. The medical director advised that the pain is probably from skin or muscle and not a nerve. The medical director recommended thread removal if the patient is troubled by appearance. On august 20th, 2025, an email was sent to the hcp to inquire about the status of the patient and to confirm if any threads were extracted. On september 3rd, a phone call was made to the hcp to gather information on the status of the patient and to confirm if any threads were extracted. The point of contact at the hcp was not available. Another follow up email was sent to the hcp. On september 4th, 2025, hcp replied back to the email stating that the threads will not be extracted from the patient and will give it more time. Hcp confirmed that the patient is no longer experiencing pain. On september 5th, 2025, hcp has been informed that the case is now closed.